Event description:
A peritoneal dialysis pt's wife reported that the pt was draining slow and was currently being treated for peritonitis. A follow up call was made to the pt's peritoneal dialysis nurse. The pt was diagnosed with peritonitis on (B)(6) 2014. Per the nurse the peritonitis was caused by contamination from a gastrointestinal bug. The pt's peritoneal dialysis catheter was removed recently, and the pt was switched to hemodialysis due to a schedule kidney transplant on (B)(6) 2014.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.